Event description:
Pt received a le-fort 1/bsso orthognathic procedure and was implanted with plate and screws implanted on (B)(6) 2011. Pt returned to surgeon for f/u visit in (B)(6) on an unk date with clinical exam showing a non-union of the maxilla. Pt returned to the operating room on (B)(6) 2012, all hardware being removed. Surgeon revising the pt to another le-fort 1/bsso with bone graft, bmp, and a non-synthes dental splint. This is 27 of 35 reports for this event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.